Event description:
A pt reported blood glucose results of "222 mg/dl and 104 mg/dl" with a lifescan meter, performed within 10 minutes of each other. No injury was reported. The pt had no control solution to check the products's specifications. Strips and control were shipped to the pt.